Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter cassette. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for peritonitis. The patient was treated with unknown antibiotics (dose and frequency unknown) for peritonitis. The patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 4 of 4.